Manufacturer narrative:
The reported event of material discolored was confirmed. The reported events of rate response issue, no rf telemetry and no inductive telemetry was not confirmed. The device was received with normal output and telemetry communication. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6)2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The event was estimated to have occurred in 2023.

Event description:
It was reported that the patient experienced heart failure associated with atrial fibrillation (af) and was hospitalized. The device was unable to be interrogated and inappropriate pacing rate was noted on the device resulting in arrhythmia. It is unknown if the performance of the device caused or contributed to the heart failure. The device was explanted and replaced. During the procedure, discoloration of the header was observed. The patient was in stable condition.